Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male patient's nurse contacted zoll customer support to report that the patient collapsed in the street and bystanders performed CPR until ems arrived. The patient was transferred to the hospital ICU. Review of the downloaded data indicates that the patient experienced an inappropriate defibrillation event consisting of two shocks during asystole. CPR artifact contributed to the false detection. The patient's physician removed the lifevest while the patient was in the hospital.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. H3; device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Monitor. Electrode belt: (B)(6) 2012. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.